Manufacturer narrative:
(B)(4). Additional report submitted for this event: MFR#0001822565-2018-02007 concomitant medical products: trabecular metal reverse poly liner 36mm pn00-4349-036-00 ln62368359, unknown 14mm humeral stem, unknown 36mm glenosphere, reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty. Subsequently. The patient was revised after 10 months due to instability.